Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had "touched" the external pulse generator (epg), and the settings had changed. The epg had been working properly after the patient had a procedure. Of note, a new battery had been used prior to the procedure. After the patient had touched the epg, a warning light blinked signaling a battery change was needed. The battery was replaced, but then the epg was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had "touched" the external pulse generator (epg), and the settings had changed. The epg had been working properly before and after the patient had a procedure. Of note, a new battery had been inserted prior to the procedure. After the patient had touched the epg, a warning light blinked signaling a battery change was needed. The battery was replaced, but then the epg was replaced. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found during visual or functional testing.